Event description:
A 29-yr-old female had a left myringotomy tube inserted. When she presented for the surgery she had soft contact lenses in her eyes. A nurse gave the pt a solution to soak the lenses during surgery. After surgery the pt put the lenses back in her eyes and her eyes became red and teary. The nurse thought the pt had an allergic reaction. When the pt went home she continued to have problems and went to an optometrist. He suggested that the solution should not have been used to soak the lenses. Pt sustained a chemical burn requiring follow-up care. The bottle does not state that this solution is not to be used as a soak for soft lenses. The box however does state the following "not to be used as a saline solution for rinsing and soaking soft contact lenses."